Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump was not supplying insulin.. The blood glucose value of the customer was unknown. The customer stated that they had multiple occurrence of the issue. The insulin pump will not return for analysis.